Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive before and after a battery change. Customer's blood glucose was 360 mg/dl at the time of incident. No further information was provided.

Manufacturer narrative:
The pump was received with a blank display due to a broken component on the interface board. Unable to verify the unresponsive buttons due to the blank display. The keypad connector and keypad traces were inspected and no anomalies were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and cracked battery tube threads.